Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. This observation was made via latitude (remote monitoring system). Latitude data was indicating that the device was showing 3 months remaining until elective replacement indicator (eri) was reached. Technical services confirmed premature battery depletion, and recommended replacement. Subsequently, this device was explanted and replaced with another boston scientific device. No additional adverse effects were reported. This device was received for analysis.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion which was observed through latitude. Latitude was indicating that the device was showing 3 months remaining until eri (elective replacement indicator). Technical services confirmed the premature depletion, and the device was replaced with another boston scientific device. No adverse effects were reported. Additional information: several requests were sent to the rep for device return. No response was received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion which was observed through latitude. Latitude was indicating that the device was showing 3 months remaining until eri (elective replacement indicator). Technical services confirmed the premature depletion, and the device was replaced with another boston scientific device. No adverse effects were reported.